Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. The patient's clinical deterioration and death was unrelated to optune gio therapy.

Event description:
A 72-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient was hospitalized on (B)(6) 2025, due to speech and memory problems from tumor recurrence. Optune gio therapy was discontinued. During review of patient medical records received december 23, 2025, it was discovered the patient underwent wound revision due to wound dehiscence on (B)(6) 2025, without complication. However, on (B)(6) 2025, the patient exhibited reduced vigilance and gcs score of 9, leading to admission to the intensive care unit. Testing revealed an intracranial infection, and the patient was treated with meropenem and vancomycin. Due to vasoplegia and hypovolemia, the patient temporarily required norepinephrin and electrolyte infusion respectively. On (B)(6) 2025, the patient experienced a seizure and was treated with clonazepam. Because of increasing respiratory insufficiency and lack of response, the patient was intubated. The patient experienced a further seizure during the night. Despite constant midazolam, the patient experienced another seizure the next day. After receiving an increased dose of levetiracetam, the seizure activity ceased. The midazolam dosage was decreased progressively and eventually stopped on (B)(6) 2025, without any further seizures. As the patient showed no arousal and recent imaging showed significant disease progression, it was decided to extubate the patient and transition her to palliative care. The patient received morphine and treatment for symptoms. On (B)(6) 2025, the patient died. The patient's prescribing physician was contacted without reply.

Manufacturer narrative:
On january 20, 2026, novocure received additional information from the physician, indicating that the patient developed a wound complication (last surgical resection (B)(6) 2025). At the time of the complication occurred, the patient was only on optune gio therapy and had no other identified risk factors for wound complication. The physician further noted that the surgical intervention for the wound dehiscence at the surgical resection scar was due to optune gio therapy. Concurrently, the patient had been experiencing disease progression, which was reported to explain the seizure activity. Postoperatively, the patient developed meningitis and cerebritis. The cause of death was assessed as tumor progression and cerebral infection.